Event description:
Eval revealed a damaged force sensor assembly. Review of the pump history reveals several "no prime" alarms associated with zero force.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. Eval revealed that the force sensor assembly was visibly damaged. Review of the pump history reveals several "no prime" alarms associated with zero force.